Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 458 mg/dl. Customer reported that cannula was bent. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will not be returned for analysis.